Event description:
It was reported that during an implant procedure, patient had a respiratory depression. Patient had to be flipped in order to be stabilized. Once stabilized, procedure was completed successfully. Physician decided to send the patient to hospital in order to be observed. No device malfunction was suspected.